Event description:
One wk following a sling procedure, infection of the tissue around the sling was discovered. The pt was given antibiotics after the infection was noted. The sling was removed in 2006. The pt developed deep venous thrombosis (dvt) and also e. Coil was noted in her urine. The pt is still in the hosp.